Manufacturer narrative:
One device was received for the investigation. No damaged to the device were observed during visual inspection. The device was functionally tested. The sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. The failure mode could not be replicated. Complaint is not confirmed. No actions will be taken. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported the tubing part of the cassette that attaches to the bag inside the cassette is protruding too much from the cartridge and causing issues with attachment. Per reporter it will run with no issue, then will later exhibited an alarm of not being attached correctly. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.